Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Although the caller reported more than one previous occlusion additional assistance was deemed unnecessary.